Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed and did not recover. A field service engineer (fse) powered off the unit and removed both external pixie bus cables to isolate the main cabinet. After powering the cabinet back on, all drawers in the main cabinet were detected. The fse removed the back panel from the auxiliary cabinet and inspected the rear section. A stick-on lead for an electronic connection near the retractor band and pmc was found, along with debris. The fse removed the debris to resolve the issue. The fse checked all connectors for tightness, and verified no additional obstructions were present. The pixie bus cable from the auxiliary cabinet was then reconnected to the main cabinet. After powering the system on, all leds on the drawers displayed correctly. The fse ran the hardware test application (hta) and confirmed that all drawers were detected and accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.